Manufacturer narrative:
Correction to section h6 evaluation conclusion and component code. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator had red lights on and stopped ventilating while in use on a patient. The device was made available for evaluation. The service personnel (sp) evaluated the ventilator and identified relevant diagnostic codes in the ventilators memory logs. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. The bd cpu pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the bd cpu pcb replaced in the field did resolve the issue; the returned bd cpu pcba was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator had red lights on and stopped ventilating while in use on a patient. The device was made available for evaluation. The service personnel (sp) evaluated the ventilator and identified relevant diagnostic codes in the ventilators memory logs. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. The potential cause of the reported event was isolated in the field to the bd cpu pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that this 840 ventilator had red lights on and stopped ventilating while in use on a patient. A breathing bag was used and the patient was placed on an alternate ventilator without injury.